Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported pca pump allegedly read an inaccurate total drug delivery. The pump displayed a total of 35.51 mg given, which later increased to 35.59 mg given despite the pump being on hold since 08:57 following patient expiration. The total syringe volume was 30 ml, indicating the displayed total exceeded the possible delivered amount. A similar discrepancy was observed during shift handoff from night to day shift. Biomedical engineering removed the pump from service for evaluation and repair. Multiple attempts were made for additional information surrounding event and patient's death however no response has been received to date.

Event description:
It was reported pca pump allegedly read an inaccurate total drug delivery. The pump displayed a total of 35.51 mg given, which later increased to 35.59 mg given despite the pump being on hold since 08:57 following patient expiration. The total syringe volume was 30 ml, indicating the displayed total exceeded the possible delivered amount. A similar discrepancy was observed during shift handoff from night to day shift. Biomedical engineering removed the pump from service for evaluation and repair.multiple attempts were made for additional information surrounding event and patient's death however no response has been received to date.additional information was received following an onsite visit by manufacture representative. While on site, it was reported the pump was stopped when the patient expired. The syringe was a morphine 1mg/1ml concentration in a 30ml syringe. The clinician stated there was an inconsistency in the amount delivered displayed on the pump (35.59ml), and the amount of medication in the syringe (30ml).

Event description:
It was reported pca pump allegedly read an inaccurate total drug delivery. The pump displayed a total of 35.51 mg given, which later increased to 35.59 mg given despite the pump being on hold since 08:57 following patient expiration. The total syringe volume was 30 ml, indicating the displayed total exceeded the possible delivered amount. A similar discrepancy was observed during shift handoff from night to day shift. Biomedical engineering removed the pump from service for evaluation and repair. Multiple attempts were made for additional information surrounding event and patient's death however no response has been received to date.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had incorrect syringe volume read was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.